Manufacturer narrative:
(B)(6). The lot was manufactured october 11, 2019 - october 14, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and fluid was identified in the bag that contained the device. The photograph did not clearly show an image of rupture from the bladder, however the fluid inside the bag suggests a leak. The cause of the leak could not be determined, however the most probable cause is a supplier related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume infusor burst prior to patient use. The set was filled with 8000mg flucloxacillin in sodium chloride 0.9%. There was no patient involvement. No additional information is available.